Manufacturer narrative:
This file emdr represents kugel patch, device 1 (alleged infection). Additional emdrs have been submitted to represent kugel patch, device 2 and phasix mesh device 3. Based on the event as reported and review of photos provided, no conclusion can be made. One photo provided shows the phasix st mesh (device 3) in vivo at time of the explant procedure, photo shows the implant to be within the fistula not in contact with the abdominal wall. As such there is no incorporation of the implant. Images also so remnants of previously placed mesh (kugel patch device 1, device 2 and non-bard mesh devices) that as reported were partially explanted due to infection. Reviewing the photos provided does not assist in identifying the cause of the infection. Product lot numbers for the bard kugel patch were not provided therefore, a review of the manufacturing records could not be conducted. Although we are unable to review the manufacturing records for the bard kugel mesh in question, all bard mesh is provided to the customer in a single use sterile condition. Infection is a known inherent risk of surgery. Regarding infection the warning section of the kugel patch instructions-for-use provided with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the device." While a definitive conclusion cannot be made as to the cause of the infection the most probable root cause is something other than the single use sterile device used to treat the patient.

Event description:
It was reported that the patient, who had previously been implanted (date(s) unknown) during multiple procedures with two bard kugel mesh (device 1 and device 2) and two non bard mesh presented with "mesh infection between different materials." On (B)(6) 2019 the patient underwent a procedure that included "extensive adhesiolysis and anastomosis because of strong mesh incorporation". During this procedure there was partial removal of the four previously implanted mesh devices. Fragments of the previous mesh remain in the abdominal wall. A bard phasix st mesh (device 3) was then implanted. On (B)(6) 2019 due to a fistula in the transverse colon the patient underwent an additional procedure. During this procedure the bard phasix st mesh (device 3) was found to be unincorporated and within the fistula. The phasix st mesh (device 3) was removed as well as fragments of the previously explanted mesh.